Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/13/2020. H1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was obtained: as previously stated, dr (B)(6) requested an echelon 60 to be opened. A reload was inserted into the device and inserted through the trocar in the abdomen. Once in the abdominal cavity the blade appeared jammed and could not open the device. The device was removed and the doctor attempted to open the jaw of the echelon. It did open but did not close again. How was the device removed from the tissue (anvil release button, red manual knife switch, jaws forced open, cut from tissue, other)? The device was not applied to the tissue at that stage. Did the jaws eventually open? Yes. Also, you have reported an entire sales unit for this event. My apologies, it was a single unit and not a box. Did the same issue occur with the other staplers? The next stapler worked. If yes, please provide details for all products involved in this event and their associated issue. There was none to report. What is the current patient status? Unknown due to privacy for the patient. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain. As previously stated, it is unknown due to privacy for the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details?. How was the device removed from the tissue (anvil release button, red manual knife switch, jaws forced open, cut from tissue, other)?. Did the jaws eventually open?. Also, you have reported an entire sales unit for this event. Did the same issue occur with the other staplers?. If yes, please provide details for all products involved in this event and their associated issue. What is the current patient status?. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain.

Event description:
It was reported that the surgeon inserted the echelon flex 60 through a trocar into the abdominal cavity and the jaw of echelon did not open enough to fit the large bowel into the stapler. On attempting to staple the bowel the blade of the echelon appeared jammed and could not be retracted. A new device was opened which was used.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 01/13/2020. D4: batch # t5a42p. Device evaluation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60g partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Event could not be confirmed as the device opened and closed without any difficulties noted. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.